Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that patients lead had high impedances. As a result, surgical intervention was undertaken on 30 october 2023 wherein patients whole system was explanted to address the issue.

Event description:
It was reported that patients lead is auto reducing. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.